Manufacturer narrative:
(B)(4). Date sent: 04/16/2020. D4: batch # t5ev8z. Additional information was requested, and the following was received: was the device locked on tissue with the jaws closed? No it was not locked on tissue. Did the jaws eventually open? Unknown. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an appendectomy, the user inserted the staple reload, but the device would not open. Procedure was not delayed due to the reported event and was successfully completed. No fragments were generated and it was not locked on tissue. It is unknown if the jaws eventually opened. There were no patient consequences and no other medical intervention was required.